Event description:
It was reported that, during a cori assisted tka surgery, the drill started to disconnect from the cori and started to appear the error in the software. Later, when the surgeon tried to take the bur to see what was happened they saw that the drill attachment was seized and the drill could not be separated or recovered. The procedure was completed with manual instruments without significant delays. The patient was not harmed beyond the reported problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
Section h10: the ri robotic drill attachment p/n rob10015, sn03166, used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Disassembly revealed a loose retaining nut. Device worked correctly and passed kpc test after tightening. The most likely cause of this event is a drill attachment retaining nut coming loose due to vibration during use. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. Internal complaint reference number: case-(B)(4).

Manufacturer narrative:
Section h10 (updated results of investigation): the ri robotic drill attachment p/n rob10015, (B)(6) , used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed, the drill attachment was seized and the drill could not be separated or recovered. Disassembly revealed a loose retaining nut. Device worked correctly and passed kpc test after tightening. The disconnection error was not confirmed. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).